Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician attempted to direct stent a taxus liberte' 2.75x20mm drug eluting stent to the mid right coronary artery (rca), but was unable to cross the lesion. Upon removal of the stent delivery system it was noted that the stent struts were flared. The procedure was completed with another of the same device. No patient injuries or complications were reported.

Manufacturer narrative:
The delivery device with the stent on the balloon was received and damage was observed on the stent. Examination of the stent revealed damage to the proximal end. The proximal stent struts were bent. The balloon was visually and microscopically examined. No visual defects were observed under magnification. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause is determined to be unknown.